Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis : visual and optical examination of the ibt balloon identified a radial cut on the peak of the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a vertebral compression fracture. During the procedure, as the cement was placed in the left side and balloon was reintroduced on left, the balloon burst and was removed with cement inside. No patient complicaitons were reported and the procedure was completed successfully with a new balloon.